Event description:
While closing the distal end of an i60 stapler in a laparoscopic assisted total colectomy procedure, the anvil of the i60 broke. The device was removed from the patient and the procedure was completed by means of another device.

Manufacturer narrative:
The i60 stapler was visually evaluated, and the anvil was found to be broken as had been reported. An anvil having a different material has been validated for us in the i60.